Event description:
It was reported that the programmer's stylus touch pen was not working very well, that it was taking multiple presses to work. The pen was replaced but the same thing happened. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).